Manufacturer narrative:
The device is used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6). It was reported that this schanz screw did not go through the fracture clamp when being prepared prior to surgery. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): investigation coordinated by synthes europe. Report received indicates the complained transpedicular schanz screw was sent to the responsible product manager and the manufacturing plant for investigation. The evaluation noted the clamp does not fit over the screw. The screw was measured and found to be manufactured not according to the print specifications. During the turning process in manufacturing the issued occurred. The cutting tool becomes worn after a certain period, the cutting pressure increases leading to this occurrence and the material was not cut thoroughly. (B)(4)

Event description:
(B)(4)